Manufacturer narrative:
(B)(4). Investigation of guidewire could not be performed as it was not returned. Lot history review revealed no anomaly with this lot products. No other event was reported for this lot. Based on the obtained information, it is presumed that lesion crossing to heavily calcified isr lesion was attempted while the tip of the guidewire was left bent condition, "knuckled", so that the tip polymer jacket might be damaged due to the friction with lesion and the bend condition. All the shipped products are inspected in the production process for meeting the release criteria, there is no indication of a product deficiency based on the reviewed documents. Warning section of the IFU describes; do not manipulate the guide wire through strut of stent. If guide wire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. If any resistance is felt due to spasm or the guide wire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guide wire. Stop the procedure.[?]determine the cause of resistance under fluoroscopy and take appropriate remedial action.

Event description:
Reportedly, to treat a heavily calcified isr lesion at rca #1-#3, tip of the subject guidewire was made "knuckled" bent shape and the guidewire was advanced with a support by catheter to the target lesion. After some attempts of lesion crossing, when the guidewire was pulled back physician felt some resistance with the catheter so the devices were removed out as a unit. Inspection of the device outside body showed that the plastic polymer jacket was damaged. There was no impact to the patient according to the physician's opinion, and the procedure was completed by other devices.

Manufacturer narrative:
(B)(4)